Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the patient's ins battery was 'fatigued' and that they were having to charge every other day. The ins was to be replaced on (B)(6) 2019. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient stated she has an increase in need to charge daily due to the horrid weather and she has an increase in pain. The patient noted that their ins was being replaced due to normal battery depletion. No further information was reported.